Manufacturer narrative:
Pump was received with completely broken reservoir tube lip, cracked battery tube threads, cracked case at display window corner and missing end cap sticker. Unable to perform displacement test and reservoir unable to lock into place due to broken reservoir tube lip. No moisture damage under lcd screen or on electronic/motor assembly noted.

Event description:
It was reported that insulin pump was exposed to moisture. Blood glucose was unknown. The insulin pump will be returned for analysis.